Manufacturer narrative:
It was reported that a hl 20 single roller pump is not switching on during routine checkup. No harm to any person was reported. During field service technician´s inspection, the hl20 single roller pump displayed the error message safety-s. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. A getinge field service technician (fst) was sent for investigation and repair. The pump control board was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected part was not made available for further investigation at the manufacturer. The most probable root cause can be linked to hl20 risk assessment: in regards to the failure that the pump is not switching on: (total) fail of device because of: failure of components because of aging. In regards to the failure error message: safety-s: (total) fail of device because of: - failure of pump control board (pump stop). Due to the age of the device and the part pump control board (15 years old) age related aspects can be considered as well. The review of the non-conformities has been performed on 2025-02-28 for the period of 2010-02-16 to 2025-02-26. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-02-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure pump not switching on and error message safety-s could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that a hl 20 single roller pump is not switching on during routine checkup. No harm to any person was reported. During field service technician´s inspection, the hl20 single roller pump displayed the error message safety-s. According to the hl20 service manual the error safety-s indicates that there is an issue with the safety system board or it's communication. The reported behavior error message safety-s can cause an unintentional pump stop. Therefore, a report is required.